Event description:
It was reported that two weeks post-implant, high impedance was noted. An x-ray revealed the ventricular lead pin did not go entirely into the pulse generator header. A revision was performed; the lead was successfully reinserted all the way into the header. All electrical parameters were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.